Event description:
It was reported a surgery was delayed by more than 30 minutes due to misalignment of the screws.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).